Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. The manufacturer representative stated that the healthcare provider (hcp) said that there was no mention of pain and that nothing is needed at this time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). A few days ago patient felt like few electric shocks in their leg on the side of their electrode. Because of the pain, patient lowered the stimulation with the remote icon. The next day they tried to increase the stimulation like it was beforebut didn't feel any stimulation so they kept increasing until more than twice the usual stimulation. Still nothing. They tried to change the program and it was working with only 2 over the 4 that they have. A day later they tried to go back to the usual program but it wasn't working. Today they tried again and now it's working ok but they had to increase the stimulation to compare with usual. Do you know what could cause those malfunctions? Is that the battery dying or the remote has an issue? Please contact me by email. Patient called back today and repeated he is still having the se concerns. Patient stated only 2 of the 4 programs are working. Patient reported he is usually on p1 and he increased this morning and it's not working, he had return of symptoms. Patient reported that in order for it to be effective on p2 he has to increase amplitude so high that it becomes painful. Patient stated this occurred "like 2 weeks ago" and he woke up in the morning and felt like something was going wrong and he thought the battery died or that it had turned off and back on again on its own. He tried the same program he normally used and it was like super strong and super low and it stopped working. Patient reported no falls or traumas. Patient was implanted in (B)(6) but visiting the united states. Patient said his stim stopped working a week ago. He woke up in the morning and it was like the stim was off but it showed on the pp. When he woke up he was going to the bathroom more. Patient was on program 1 at 3.6. He said, he raised the stim but felt nothing so he changed to program 2 and he is currently at 1.0 volts. He has been on this for a week. Patient said he tired program 3 2.2 volts and painful and he tried program 4 at 4.9 volts and it doesn't work. No further patient complications are anticipated or expected as a result of this event.